Event description:
I have no specific dates as it¿s been an ongoing deterioration of my health. My hair has been falling out for almost 3 years. I¿ve had extreme fatigue for 2 years. I have anxiety and depression along with brain fog, short-term memory loss and inability to focus. I have had chronic inflammation which resulted in scalp inflammation and seborrheic dermatitis, digestive issues and blurry vision.